Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the functionality of the helix were within the technical specifications. The electrical analysis showed no peculiarities. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - patient felt abnormality and went to the hospital. When the emergent check was performed, the v threshold was increased and the crest value was lowered. Therefore, the patient was hospitalized. On (B)(6) 2018, reposition was attempted. The lead was pulled a little bit and confirmed the screw was inserted fine. The screw was pushed in further, but the measurement was the same. The physician suspected a lead failure and explanted the lead, though it is possibly due to the patient cardiac issue.